Manufacturer narrative:
Alleged failure: during a case the tip of the wand broke off. They were able to retrieve the tip from the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke. The broken piece was retrieved and the case was completed successfully.